Manufacturer narrative:
Initial reporter: (B)(6). The device was evaluated by olympus. The evaluation found the ¿dark image color¿ on the display was not confirmed. It was found that board component was defective, which was causing the fan to start abnormally, due to a malfunction of the print circuit board. Also, the defective display screen was causing watermarks. The brightness of the image became low due to the defective board. The ¿intermittent noise¿ on the monitor was not confirmed. The reported problem was unable to be reproduced during testing. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus representative reported the high-definition liquid crystal display monitor had intermittent noise and dark image color. No procedure or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.